Event description:
Applying tr band on a patient post cardiac cath, the physician attempted to inflate the device and it failed to hold the air. Device removed from patient and another one was applied. Manufacturer response for clamp, vascular, tr band (per site reporter). Clinical representative from terumo will be into evaluate.